Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a mechanical overload. The investigation showed that the damage was caused by an external influence. The affected part is manufactured by the supplier (B)(4) and was investigated by mavig. The provided images showed collision marks and damaged or missing covers. Based on this, it was determined that a mechanical overload was caused by collision. The radiation shield support arm (portegra2) from mavig includes some safety measures in case of overload as in the present case. A defined breaking point and an internal steel rope is implemented to prevent further damage. Furthermore, the maximum weight/load of 18kg is indicated at the system via a product label. The affected shield has been exchanged by the local service organization. The investigation did not reveal any systematic product defect and the risk remains in region I. (Low / broadly acceptable). The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a radiation shield support arm is broken on the axiom artis dfc system. Siemens is unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).